Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 173 mg/dl. The device was dropped and exposed to moisture. No damage was noted on the battery compartment or battery cap. Customer was advised to clean battery compartment, insert a new battery, and the device didn't return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on motor assembly and has corroded motor home switch. No blank display. Lcd board ok. No moisture damage on the electronic assembly. The currents are within specifications. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.